Manufacturer narrative:
(B)(4). Additional information received: event date: (B)(6) 2016. The procedure was completed with same/like product.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a salpingoophorectomy procedure, the jaws of the device failed to open. No details on how the procedure was completed are available at this time. There was no adverse consequence to the patient.